Event description:
During a pfa atrial fibrillation procedure, transient st segment elevation occurred, which self-resolved after a few minutes with no intervention required. It is unconfirmed what the cause was, however, the physician alleges the st elevation was caused by the sheath. The patient is stable.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11 the reported event was for an st elevation. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.